Manufacturer narrative:
It was initially reported there were 4 units that experienced the reported issue, and one of the units was awaiting evaluation. Upon evaluation of the remaining (fourth) unit, it was found the unit was experiencing a different issue than what was initially reported. Therefore, there were only 3 units with the reported issue.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the unit had phantom motion. No patients were involved.

Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Three devices were evaluated in the field and the issue was confirmed; the devices had electrical malfunctions. 1 device is awaiting evaluation. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the unit had phantom motion. No patients were involved.